Event description:
It was reported that the probe became too hot for use during a procedure. She said that the handle of the probe was too hot to hold and that they needed to use another probe to complete the procedure. The patient was not burned and the probe did not melt or disfigure.

Manufacturer narrative:
Customer will be sending back the device for evaluation. A follow-up report will be submitted when investigation is completed.